Event description:
Info received indicates after the head section is lowered it will rise back to the full upright position unintentionally.

Manufacturer narrative:
The tech replaced the head section gas springs to repair the bed.